Event description:
The iab kinked during insertion into the pt. The iab was removed and a second was inserted into the pt. (Multiple event to customer complaint (event complications: none from the event - reported 6/23/97.) (Pt's current status: unk- rpt'd 6/23/97.)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon membrane noted to be completely unfolded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The balloon pumped satisfactorily at 80 and 160 bpm. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no defect was found in the iab found during laboratory testing. In general, kinking of an iab may be attributed to one or more of the following: 1. A severe vessel tortuosity and/or pt movement. 2. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 3. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use.